Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 for two separate tests with unknown lot numbers performed the week of (B)(6) 2023 - (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 performed on (B)(6) 2023 on an unknown swab type. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation or vigilance reporting. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : single use; device discarded.

Manufacturer narrative:
(Date of event): the date chosen in this field is an estimate as the costumer only stated that the events happened within the week of (B)(6) 2023. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 2.0 for two separate tests with unknown lot numbers performed the week of (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the ID now covid-19 2.0 performed on (B)(6) 2023 on an unknown swab type. Confirmation testing via unknown pcr was performed using an unknown swab type and generated a negative result. No additional patient information, including treatment and outcome, was provided.